Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While trying to retract the stent became dislodged. They were able to get the stent back into the sheath and used a snare for retrieval without incident. Patient listed as "okay".